Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter pairing prompt looping on display occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause could not be determined. The reported event of a transmitter pairing prompt looping on display is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pairing prompt looping occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage was performed and failed . A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter failed error. The reported event of a pairing prompt looping is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.